Event description:
This is 5 of 9 reports for complaint (B)(4).

Manufacturer narrative:
Nemcomed, presently avalign technologies manufactured the ratchet t-handle, 6mm, qc, part 03.632.090, lot 6455797. The lot was processed per specification requirements and was inspected and conformed. There were no complaint-related anomalies; the lot was made to the correct material requirements, met the hardness, and required specifications. Device is an instrument and is not implanted and, or explanted.

Event description:
Consultant reported the following adverse event occurred during l1-l5 posterior lumbar fusion with laminectomy. After surgeon implanted matrix screws and rods from l1, l5 and closed patients incision, patient had a post op CT scan to verify proper screw placement. The CT showed that the right l5 pedicle screw had breached the lateral cortex of the vertebral body. Surgeon revised the construct to redirect the screw at l5. Locking caps at rl1, rl2, rl4 and rl5 were all removed without incident. Surgeon was unable to remove the cap at rl3. Removal of cap at rl3 was aborted after breaking the distal tip of the t-handle driver (driver tip snapped off in the cap and was retrieved). Surgeon opted to abort removing the cap and relock the construct while leaving the breached screw in rl5. Patient is doing well, implants will be left as is. This is 5 or 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured the ratchet t handle, 6mm qc, lot 6549995. The complaint condition is due to an unknown cause. (B)(4) responded on (B)(4) 2013, and stated the ratchet t handle 6mm qc failed to function properly as received. Their evaluation indicated excessive force used in the field may have attributed to the cause. The records revealed the unit was processed correctly through all operations. There was no history on the device to indicate usage, times autoclaved, or cleaning cycles. The job file (B)(4) was reviewed and met dimensional specification requirements. The parts met the manufacturing specifications and were processed per specification requirements at the time of shipment. The complaint condition is not related to the manufacturing process.

Manufacturer narrative:
This device used for treatment and not diagnosis. The quick connect threaded connection to the ratchet failed. The initial thread on the subassembly failed. The initial thread appears to be still inside the ratchet subassembly. Except for this defect the instrument is in good condition. When describing revisiting the locking caps, the technique guide, (B)(4), includes the following statement: never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. The chu engineer reviewed the risk analysis. This document addresses the hazard for this complaint in (B)(4). Based on the occurrence analysis for this evaluation, pd will review the probability of the harm for this hazard.